Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to foot separation include, but not limited to, interaction with patient anatomy (calcified femoral artery) or failure to maintain a stable position of the device with respect to the tissue tract caused the needle to deflect and strike the foot resulting in the foot detachment which likely led to the reported device entrapment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after a peripheral angiogram interventional procedure with a 6f sheath. Reportedly, the footplate became stuck in the patient anatomy after deployment and separated. The physician noted the separation and a vascular surgeon was called in to perform surgical intervention to remove the separated footplate. A cutdown surgery was performed to remove the separated segment, without incurring any vessel damage. Hemostasis was achieved via cutdown. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.